Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician performed a breast biopsy procedure on (B)(6) 2018, and the patient had "excessive blood loss". No intervention was required and the patient was discharged home. We have been unable to obtain additional information surrounding this event.